Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tasp exhibits signs of repeated use and the post feature has fractured off. All pieces were returned. The part was manufactured on jun, 2015 with a potential field life of two (2) year and three (3) months an unknown frequency of use. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the initial knee surgery of a patient it was discovered that the middle connection of provisional was fractured. No adverse events have been reported as a result of the malfunction.